Event description:
A foley catheter was inserted to the "y" in the tubing and water was added. The foley was pulled back until resistance was felt. The pt had a CT of the abdomen and the nurse was told the foley was in the urethra. A 10cc syringe was used to remove the water so the foley could be re-adjusted. The water would not drain. The catheter was cut and the water still did not drain. The md was also unsuccessful in attempting to remove the water from the balloon. The urologist was called. Under ultrasound, a needle was inserted through the penis and into the balloon and then the water drained. The foley was removed. The pt had superpubic catheter placed.